Event description:
Customer reported that unit displays system fault, monitoring only. No reported pt involvement. Service rep duplicated reported condition intermittently. The device was repaired and proper operation was confirmed.